Event description:
It was reported that (1) lcsc5 was used during a laparoscopic oophorectomy procedure. It was reported by the rep that the lcsc5 tip fell off during procedure. The tip was retrieved from patient and harmonics use was discontinued. The case was completed by bovie. There was no consequence to pt.